Manufacturer narrative:
Follow-up #1: date of submission: 01/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: investigation revealed a torn and intermittently responsive bolus button. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. It was reported that the audio bolus button was torn and punctured. The reporter stated that the audio bolus button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.